Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 192 mg/dl. The customer treated herself with bolus. The customer stated that he would have to change set after 2 days. The customer was offered and advised to troubleshoot but he declined because he doesn't think would work now. The customer stated that he also found out himself that he has to be more aware of his blood glucose and he has to change set and that solves his problem. The customer was reminded of the helpline availability and of option to report to FDA.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.